Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose with juice. Customer advised their blood glucose level went low during the night. Customer advised they had 4 toes amputated, they had an infection on the bone and they were placed on antibiotics. Troubleshooting on the insulin pump was performed. Customer advised the reservoir and status screen showed the same amount of insulin. Customer was advised to follow up with their healthcare provider regarding their basal rates. Customer was advised to monitor the insulin pump, monitor their blood glucose levels and call back if issues persist.